Event description:
Urticarial reaction over the body, swelling of lip, swelling of the periorbital region, erythema at injection site. A literature article was received on 02/02/2007 titled: "management of complications after implantation of fillers" (koenraad de boulle. Journal of cosmetic dermatology 2004; 3; 2-15). A female patient with a history of a positive reaction (redness, edema, and infiltration at both test sites, persisting over 6 months) to a collagen skin test. The patient was given an unspecified skin test with hylaform (date and site unknown). The next day, the patient presented with edematous swelling of the lip and the periorbital region, and a macular, urticarial, reaction over the body with accentuation over the shoulder and thigh. The patient was treated with unspecified oral steroids and antihistamines. Over the course of several weeks, the reaction gradually resolved. The hylaform test site remained erythematous and edematous for "months." The patient refused to have a biopsy taken of the test site. No further information is expected. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.